Event description:
During an ophthalmic procedure, the foot pedal would not activate the vitrectomy function of this unit. In addition, there is an intermittent failure os aspiration while in the linear phaco mode. Handpieces and tubing were switched and the procedure continued.